Manufacturer narrative:
Additional narrative: implanted product is unknown, field populated per system requirement. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: major blood loss of at least 2.5 liters and a substantial amount of graft was found in suction bags. Surgery was interrupted for (2) two hours, packed cells were used to increase tension and hb level. Visual inspection of system and graft filter showed no abnormality. The procedure was performed to address delayed/ non union of a multifragment subcapital fracture. This report is for the unidentified construct that was implanted to heal the fracture which resulted in delayed / non union. This report is 2 of 2 for (B)(4).